Manufacturer narrative:
Visual inspection of the returned device showed the shuttle cartridge being engaged to the handle with introducer sheath pulled back against the shuttle. The sealant was located approximately 102mm from the balloon proximal tip. Blood was observed on the proximal end of the sealant. The advancer tube was inside the shuttle cartridge. This received condition indicates an incomplete engagement of the advancer tube - this differs from the narrative description. The narrative stated that "after tamping, the physician noticed there was sealant on the distal end of the advancer tube." If the tamping step was performed, it would be expected that the advancer tube be fully engaged to the distal tamp lock. Shuttle down procedure was simulated and the advancer tube was able to properly engage the tamp lock. The proximal end of advancer tube was dissected for examination. Deformed advancer tube features were observed at the proximal end and internal taper. The presence of deformed features indicates that the advancer tube may have been caught on the edge of the tamp lock. The review of the lhr (lot f1230401) indicated that the mynx lot met all established performance criteria prior to shipment. Based on the information received and the investigation performed, the probable cause of the failure to deploy could not be conclusively determined.

Event description:
It was reported by the aci sales professional that a patient underwent a diagnostic coronary procedure on (B)(6) 2013. Access was obtained at the common femoral artery via a 6f sheath (unknown model). Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that after tamping, the physician noticed there was sealant on the distal end of the advancer tube. The patient was converted to approximately 6 minutes of manual compression at which time hemostasis was achieved. The patient was ambulated and discharged to home the same day with no clinical sequela noted. On (B)(6) 2013, the aci sales professional reported that approximately half of the sealant was on the advancer tube.